Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 53 found in the pump history (linenumber = 3294 and filenumber = 26) due to software error (tt=2252). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had software error detected alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.